Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached after 7 days of wear. The customer was therefore unable to monitor glucose via sensor and became hyperglycemic with sweating and chest pains. The customer went to hospital and was treated with "sliding scale" dosage of insulin (type unknown), and additionally provided hypertension and heart medications. There was no report of death or permanent injury associated with this event.